Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned. Visual inspection noted that the insulation on the rate sense portion of the lead was bunched at 62 to 465 mm from the terminal pin, the distal end of the proximal spring electrode was separated from the lead body insulation, and the distal end of the distal spring electrode was separated from the lead body insulation. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray was taken which did not yield any significant findings. A revision procedure was performed where the rv lead was explanted. The ICD remains in service. No additional adverse patient effects were reported